Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their left front tooth chipped, this was not caused by the aligners. It was repaired and now their aligners no longer fit. They also reported that their upper teeth are not straight and appear to have shifted. Their left incisor faces forward, while their right incisor faces more to the side. Their bottom teeth are still showing overlap between the two front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.